Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing its charge-pak and attention icons. The customer additionally described that the device was not completing its power on cycle completely. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused an excessive off current that caused the device's internal hybrid layer capacitor (hlc) batteries to deplete. The analog pcb assembly was evaluated and it was determined that the cause of the reported issue was due to a capacitor, designator c177 on the analog pcb assembly having a high resistance and causing the analog pcb assembly to have an excessive off current. A replacement device was provided to the customer under warranty.